Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
During preparation for a medical procedure, the hospital staff found that the distal tip of a neuron 6f 070 delivery catheter (neuron 070) was kinked upon removal from the packaging. The damage with the neuron 070 was found prior to use and, therefore, it was not used in the procedure. The procedure was completed using another neuron 070.

Manufacturer narrative:
Results: the returned device had kinks at approximately 101.0, 103.0 and 107.5cm from the hub. Conclusion: evaluation of the returned neuron 070 confirmed a kinked device. If the device is forcefully mishandled during preparation of the device, damage such as kinks may occur. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.